Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed with no delivery. The patient's blood glucose at the time of incident was 198 mg/dl. Troubleshooting did not occur due to the event already being resolved by an infusion set and reservoir change. The infusion set and reservoir will be returned for analysis and replacements were shipped to the customer.